Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the ultraverse 035 pta balloon catheter to treat for occluded femoropopliteal artery. During the procedure, in the process of pressurization, the pressure was allegedly leaking. It was further reported that the balloon was removed from the patient, and fluid was ejected from the balloon body during re-pressurization. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the ultraverse 035 pta balloon catheter to treat for occluded femoropopliteal artery. During the procedure, in the process of pressurization, the pressure was allegedly leaking. It was further reported that the balloon was removed from the patient, and fluid was ejected from the balloon body during re-pressurization. Reportedly, there was a slight resistance while retraction the balloon thru the sheath. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two photos were provided and reviewed. The first photo shows the ultraverse 035 device in transparent packaging. The catalogue number in the photo match with the information available in trackwise. No specific anomalies were noted. The second photo shows the labeling details of the device, that match with the information available in trackwise. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported balloon rupture and difficult to remove could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.